Event description:
It was reported by the user site that during a 3dimensions procedure on (B)(6) 2026 the c-view images were not being processed by cad, while the tomosynthesis images were generating cad results as expected. No user or patient injuries were reported a hologic field service engineer (fse) was dispatched to investigate the device and enabled the genius ai output types to include both 2d and 3d images without the correlation setting. The customer confirmed that this correction resolved the issue. No further information is currently available.